Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was placed without issue or malfunction in the patient's room. However, the user was unable to mea sure the pressure. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that after the catheter was paced the user was unable to measure pressure was not confirmed. One single-lumen 18 ga x 4 1/4" catheter was returned. Visual examination revealed the catheter showed evidence of use and had a slight bend in the catheter body at the bottom of the clear sleeve near the hub. The catheter drawing specifies the inside diameter of the tip at .035/.036 inches. The ID was measured at .035 inches. A gage wire (.035") was inserted through the catheter. A small amount of dried blood was pushed out of the catheter but no resistance was encountered. The catheter was then leak tested per module requirements for arterial catheters. The catheter hub was connected to the lab leak tester and flow through the catheter was established. The tip of the catheter was occluded and the pressure was increased to 45 psi for 30 seconds. No leaks were observed. The instruction booklet provided with the set, contains warnings not to inadvertently kink the catheter when securing the catheter to the patient and not to suture directly to the outside diameter of the catheter body to minimize the risk of adversely affecting monitoring capabilities. A device history other remarks: record review was performed and did not reveal any manufacturing related issues. No evidence of kinks or blockage was found, and the catheter passed leak testing. No problem was found on the sample. No further action will be taken.